Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose level of 39-40 mg/dl. Cause was suspected to be insulin stacking due to occlusion. Customer reported being insulin sensitive. Customer took glucose tablets to treat blood glucose level.